Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm that appeared on the home choice (hc) unit during drain 2. The technical service representative (tsr) advised the home patient (hp) that the alarm indicates large amount of air has entered the cassette. The hp stated that she went to the bathroom and forgot to press stop and cap the patient line. The tsr explained to the hp when disconnecting, she has to press stop first, put a flexicap on the patient line and must return to the hc prior to drain beginning. The tsr advised the hp she should not reconnect if the system error 2240 alarm occurs or knows that the patient line was not capped. The tsr advised the hp would need to notify the peritoneal dialysis nurse of the alarm. The hp confirmed to continue therapy with a manual exchange. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp stated that she went to the bathroom and forgot to press stop and put cap on the patient line. The batch review was not performed because the lot number is unknown. The homechoice apd systems patient at-home guide instructs users how to emergency disconnect for a short time period. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).